Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2011-05281. It was reported that during a percutaneous coronary intervention treatment procedure deflation difficulties occurred. Access was obtained via the right femoral artery. The 85% stenosed, 15-20mm in length, 2.5-2.75mm in diameter, concentric and de novo target lesion being treated was located in the severely tortuous and severely calcified distal left anterior descending (lad) artery. A 2.00x20mm apex balloon catheter was advanced to the lad for pre-dilation and inflated. Upon deflation it was noted that the balloon would not fully deflate. The balloon catheter was removed partially inflated. The contrast mixture was then changed as the physician believed the contrast may have been too thick and had caused the deflation issue. A different 2.00x20mm apex balloon catheter was then advanced to the lad and inflated, however the same deflation issue was experienced and the balloon catheter was removed while still partially inflated. Both of the apex balloon catheters were removed intact. The procedure was completed with an unspecified stent with satisfactory results. No patient complications were reported and the patient's status is ok.

Event description:
Same case as MDR ID: 2134265-2011-05281. It was reported that during a percutaneous coronary intervention treatment procedure deflation difficulties occurred. Access was obtained via the right femoral artery. The 85% stenosed, 15-20 mm in length, 2.5-2.75 mm in diameter, concentric and de novo target lesion being treated was located in the severely tortuous and severely calcified distal left anterior descending (lad) artery. A 2.00x20 mm apex balloon catheter was advanced to the lad for pre-dilation and inflated. Upon deflation it was noted that the balloon would not fully deflate. The balloon catheter was removed partially inflated. The contrast mixture was then changed as the physician believed the contrast may have been too thick and had caused the deflation issue. A different 2.00x20 mm apex balloon catheter was then advanced to the lad and inflated, however the same deflation issue was experienced and the balloon catheter was removed while still partially inflated. Both of the apex balloon catheters were removed intact. The procedure was completed with an unspecified stent with satisfactory results. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
There was solidified contrast in the balloon and the wire lumen. Magnified inspection confirmed there was no damage or other irregularities. The outer diameter of the proximal balloon bond was measured and found to meet specification. An attempt was made to inflate the device with an inflation device filled with warm water but this was unsuccessful, likely due to the presence of solidified contrast in the inflation lumen. The device was soaked overnight in a bath of circulating 37 degrees c water in an attempt to loosen the solidified contrast. After soaking, the device still could not be inflated, thus the reported deflation failure could not be confirmed. Although it could not be confirmed that the device functioned according to specification with respect to inflation/deflation performance, this was due to the as-received condition of the device. A thorough analysis of the returned device presented no evidence that the reported difficulty was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).